Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that over time the non-dependent patient¿s right ventricular lead exhibited high impedance and high capture threshold. It was determined the lead had fractured. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.